Manufacturer narrative:
Age or date of birth, weight and ethnicity: not applicable, as there was no patient contact with the product. Implant date: not applicable, as lens was not implanted. Explant date: not applicable, as lens was not implanted. Therefore, lens was not explanted. Reporter email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon opening the intraocular lens (iol) for surgery, it was found that the transparent (sterile) packaging of the lens (daisywheel) was found to be unsealed. Surgeon did not use the iol and there was no patient involvement. No further information is available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 13 jan 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed an opened sterilization pouch, the bottom side of the pouch was opened in a way consistent with a pouch that was opened by the customer. The complaint lens was observed covered in debris, but can be attributed to the lens being returned loose in the folding carton. The complaint issue could not be confirmed. No product deficiency could be identified. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.